Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure location of device:partially in top of uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty and thyroidectomy. Concomitant products included benazepril and levothyroxine sodium (levoxyl). In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("chronic lower back pain"), medical device pain ("allergic or hypersensitivity reaction type: foreign object pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), pelvic pain ("pain"), abdominal distension ("abdominal fullness /bloating"), female reproductive tract disorder ("gynecological problems") and nausea ("nausea"). The patient was treated with surgery (surgical removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, medical device pain, dysmenorrhoea, allergy to metals, pelvic pain, abdominal distension and female reproductive tract disorder outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, female reproductive tract disorder, medical device pain, nausea and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received: events: gynecological problems and nausea were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure location of device:partially in top of uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty and thyroidectomy. Concomitant products included benazepril and levothyroxine sodium (levoxyl). In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("chronic lower back pain"), medical device pain ("allergic or hypersensitivity reaction type: foreign object pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), pelvic pain ("pain") and abdominal distension ("abdominal fullness"). The patient was treated with surgery (surgical removal of essure coils and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, medical device pain, dysmenorrhoea, allergy to metals, pelvic pain and abdominal distension outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, medical device pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2019: plaintiff fact sheet-events malposition of essure location of device: partially in top of uterus, dysmenorrhea (cramping),pain,nickel allergy, abdominal fullness,allergic or hypersensitivity reaction type: foreign object pain and abdominal pain were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.